Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date: (B)(6) 2015. Device MFR date: 02/29/2016. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified.

Event description:
International customer reported the unit alarmed due to a 12 volt supply failure. There was no patient involvement.

Event description:
International customer reported the unit alarmed due to a 12 volt supply failure. There was no patient involvement.